Manufacturer narrative:
The return of the device has been requested; however, it appears the device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. The lot number is also unavailable; thus, it is not possible to conduct a review of the lot or complaint history records. Device not returned for evaluation.

Event description:
(B)(6). According to the information received, an end user reported a catheter with sharp/rough eyelets. The catheter eyelets are rough, and there was a crack at the end of the catheter.